Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode experienced a syncopal episode in which they hit their head. Technical services (ts) referred the patient to their physician. Additional information was received that the electrode was explanted and returned. Upon further review the s-ICD system had been previously programmed off prior to being explanted. No additional adverse patient effects were reported.